Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx. Approx 13 days post index procedure the patient suffered rectal bleed. The patient was on dapt 24 hours prior to the event. The investigator and safety assessed the event as not related to the device and possibly related to anti-platelet medication.

Manufacturer narrative:
Cec adjudicated bleeding event-barc type 2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of previous CABG and cad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was not taking dapt 24 hours prior to the event.